Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation. G4. PMA/510(k)#: the device is a similar device marketed in foreign countries and is not marketed under the 510(k).

Event description:
Complainant alleged that during ventilation, the unit displayed a blue screen. After restarting the unit, a technical failure 300, 316, and 545 errors ensued. Complainant indicated that the clinician obtained another device to continue treating the patient. The complainant indicated that there was no adverse effect to the patient due to the reported malfunction.

Manufacturer narrative:
Updated sections: g6, h2, h6, and h11. Analysis of the log files confirmed that the screen turned dark due to a communication failure between the epc and cfb boards. The examination of the logs also determined that, even though the screen was showing a blue screen, the ventilator continued to function. Following a restart, additional errors tf300, tf306, tf316, and tf545 were observed. Based on the findings, the technical service determined that the issue was due to a defective main board. A replacement was initiated under warranty.